Event description:
Customer reports she got an undosed result on her meter while using the active system with a result of "lo" (less than 10 mg/dl). No treatment was received. No quality control information was provided. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.